Manufacturer narrative:
No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wooden handles on fifteen (15) 500 gram hammers have come out of sterile processing appearing ¿greasy.¿ this causes the entire set to also become greasy / covered in this greasy substance. The greasiness appears to be between the metal and the wood. It is further reported that the facility follows the manufacturer¿s guidelines for cleaning. The mallets have been taken out of circulation. No patient or surgical involvement. This report is for one (1) 500 gram hammer. This is report 15 of 15 for (B)(4).